Event description:
It was reported that the patient was presented in the emergency room. Upon further interrogation, it was noted that the atrial lead exhibited failure to capture. The atrial lead was explanted and replaced. The patient was in stable condition.